Event description:
Customer reported a charger failed error message. No patient injury reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. Customer cancelled call.